Event description:
It was reported that the patient started to experience spinal leakage in (B)(6) of 2014. The health care provider (hcp) attempted in (B)(6) of 2015 to stop the leakage through surgery and it did not stop. The hcp went back in again a second time in (B)(6) of 2015 and ¿removed the pump.¿ it was noted that ¿they just reinserted the pump now.¿ the type of medication being delivered via the device system was dilaudid. Additional information has been requested regarding the patient¿s symptoms, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8590-1, lot# n142172, implanted: (B)(6) 2008, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).